Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During the visual inspection on one of the photos, particulate matter was visible. It was not possible to confirm whether the particulate matter was on the header cap or in the header cap. The reported problem was confirmed. The cause was unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one polyflux 14l had a foreign matter inside the dialyzer when the package was opened. There was no patient involvement. No additional information is available.